Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad tactile changes/unresponsive issue. The reporter indicated that the up and down arrow buttons were intermittently responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The correct serial number for this case is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: evaluation revealed that the keypad is intact. Evaluation revealed that all of the buttons were intermittently unresponsive and required multiple hard presses to elicit a response. Evaluation revealed that there was contamination under all key contacts. Unrelated to the complaint, the display lens was scratched.